Manufacturer narrative:
The reported heat symptom could not be confirmed, as the device was not returned for evaluation. Likely causes include worn or damaged bearings. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
The manufacturer sales representative reported that the device overheated during testing at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer sales representative reported that the device overheated during testing at the user facility. There were no adverse consequences related to this event.